Manufacturer narrative:
The device was discarded. Without the return of the sample a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. A device history review (DHR) could not be completed due to the unknown lot number.

Event description:
The event occurred on an unspecified date and involved a unspecified spinning spiros that disconnected and leaked while infusing chemotherapy. Bleeding from (port-a-cath) pac site was noted and the tubing disconnected from chemo adapter. The pac was clamped, IV (intravenous) cap changed, tubing cleaned, and chemo was restarted. The chemotherapy spill was cleaned per protocol. There was patient involvement and no report adverse event.